Event description:
The facility, united hebrew geriatric center, called stating that when the (B)(4) clinical recliner is being pushed it will not go straight, it veers off in another direction. No injury alleged.